Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient advised the garment was irritating his side. There are no indications of a visible rash or irritation. There was no alleged device malfunction contributing to the irritation. Patient reported his doctor advised to try a larger garment. Patient was provided larger garments. Outcome is unknown.